Event description:
It was reported that the patient presented to the emergency room after feeling dizzy. There was a lead warning and the right ventricular (rv) lead had changed to unipolar. There were high impedances noted on the rv lead since the polarity change. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.